Event description:
Intraoperatively went to defibrillate patient, defibrillator charged to 30 joules; however, failed to discharge when button was pressed. A second set of defibrillator paddles were placed onto the surgical field and a second attempt to defibrillate the patient was attempted with a similar failed result. The defibrillator was tested prior to the start of surgery and again after switching out the defibrillator which showed test ok. Time between the initial failed first attempt and the successful defibrillation with new paddles and defibrillator was approximately three minutes. The patient was in v-tach for the entire time.bio med interrogating the defibrillator. Defibrillator found to have a bent pin on a permanent cable. Unit pulled from service, new cable ordered.